Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging an ejector control issue and difficulty with inserting/removing the lancets on her onetouch delica lancing device. On (B)(4) 2012, the medical surveillance specialist (mss) spoke with the patient to obtain and verify information; however, the patient did not want to answer follow up questions. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the evening of (B)(6) 2012. The patient manages her diabetes with oral medication (type/ amount not specified). It is not known if changes were made to the patient's usual diabetes management routine. Almost an hour after the alleged issue begun, the patient claims she felt symptoms of shaky, increased appetite, mood swings, "pass out" numbness and tingling in feet. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted the correct lancets were being used with the lancing device. There is no indication of misuse. A replacement lancing device was sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after not being able to test due to the reported issues with the lancing device. The patient denied receiving medical treatment.

Manufacturer narrative:
(B)(4). Device evaluation: the product involved with this complaint has been returned and evaluated by product analysis with the following findings: on (B)(4), 2012 the lancing device was tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.